Manufacturer narrative:
Additional data: h3- device evaluation: returned in a microcentrifuge vial with moisture on the lens. Visual inspection found no visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -9.0 diopter, into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged with a shorter lens due to excessive vault and elevated iop. The problem was resolved. The cause of the event is reported as unknown.